Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon receipt. The neutral connector between the power inlet module and the ac main voltage circuit card was found discolored black and melted. The ac main voltage circuit card and the power inlet module were replaced. Drain valve leaking. Heavy corrosion on the chiller from the leaking drain valve. Tank seals were deteriorated. A 2000-hour pm was completed on the device. The tank was cleaned. Corrosion on the chiller due to the leak was cleaned as much as possible. Replaced tank seals and drain valves. As part of the pm, serviced the circulation and mixing pumps, replaced heater, manifold o rings, double bend tube, chiller evaporator outlet tube, and control panel coin cell. A shock sensor was applied to the lower bracket and loctite was applied to all casters. Graphics software was updated. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. CAPA #1405844 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, during maintenance of the arctic sun device, the neutral connector between the power inlet module and the ac main voltage circuit card was found discolored black and melted. The drain valve leaking and heavy corrosion on the chiller from the leaking drain valve.